Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis could not be completed. If there is any further relevant information from that review, a supplemental medwatch will be reported.

Event description:
It was reported a patient experienced peritonitis manifested by abdominal pain and cloudy effluent coincident with peritoneal dialysis (pd) therapy. It was reported that the patient was hospitalized for two to two and half weeks for the event. The patient was treated with vancomycin (intravenously, dose and frequency not reported) and another unspecified antibiotic. At the time of the report, it was reported that the patient had recovered from the event. Additional information was requested, but is not available at this time.